Event description:
Two different ureteral catheters sheared when they removed them from the same pt. When they sheared, dr. Had to retrieve fragments from the ureter. He has to go back in to look up the pt's ureter anyway for another reason so when he does, he will check to see if there are any other fragments left. Additional info - no extra surgery, but it did add time to the one done. Also, the ureters were pretty torn up by the shearing.

Manufacturer narrative:
Info received from the customer indicated two ureteral catheters sheared when being removed from the same pt within the same procedure. One catheter and the second which is reported in 2009. In viewing the device, it was noted to be scraped starting at the tip of the catheter and extending 14.3cm in length. The doctor had indicated all the fragments were retrieved from the ureter and at a later date, the pt would have to be scoped again for another reason and at this time, the doctor will assure all fragments have been removed. The pt did not have to undergo additional procedures for this, however it did add time to the existing procedure to remove the pieces along with noting the ureters were "pretty torn up". Most likely the damaged was due to the scope being used during the procedure. Should additional info become available, it will be forwarded.